Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "crack in the device with silicone gel tampering" and breast necrosis.

Event description:
Patient representative reported "visibility of the shell," "insomniating and radiating breast pain in the upper limbs", and a "crack in the left side device with silicone gel tampering" (diagnosed by ultrasound/mammography). Device has been explanted. "Evidence of silicone blade" seen after capsulectomy. Patient experienced "pruritus and skin lesions on the left upper limb suggesting a silicone gel allergy." Patient received "local treatment." Also reported "painful after-effects related to the presence of silicone and breast necrosis, unattractive results, and inconvenience/feels discomfort in everyday tasks."